Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by correction bolus via the pump. Reportedly, the customer was not removing the air from the cartridge, and was using cold insulin. Tandem clinical support informed customer that not removing the air from the cartridge, and using cold insulin, is off label per the tandem user guide. Customer resumed insulin therapy on the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Device not returned.